Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 17, 2014 to july 18, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a white particle measuring approximately 1.53 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the reservoir of a small volume intermate. This was noted during filling of the device. There was no patient involvement. No additional information is available. This is report 3 of 3.